Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be interrogated prior to being implanted and could not be. The field representative opened this s-ICD case to attempt a better connection. The programmer stated poor connection, no signal. The field representative did not open the sterile packaging. Then, two different programmers and three different wands were attempted all without success. A different device was then attempted to be interrogated which was successful. The field representative brought this s-ICD home in which it continuously beeped for two days. Technical services (ts) assisted the field representative with attempting a magnet reset in which one beep was audible when the initial magnet was placed followed by 10 to 12 beeps when the magnet was removed, which ts noted indicates a system error. This s-ICD was returned and is expected to be analyzed. No patient involvement.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review risk assessment: a risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the pro investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be interrogated prior to being implanted and could not be. The field representative opened this s-ICD case to attempt a better connection. The programmer stated poor connection, no signal. The field representative did not open the sterile packaging. Then, two different programmers and three different wands were attempted all without success. A different device was then attempted to be interrogated which was successful. The field representative brought this s-ICD home in which it continuously beeped for two days. Technical services (ts) assisted the field representative with attempting a magnet reset in which one beep was audible when the initial magnet was placed followed by 10 to 12 beeps when the magnet was removed, which ts noted indicates a system error. This s-ICD was returned and is expected to be analyzed. No patient involvement.